Manufacturer narrative:
A quality-safety evaluation of ptc ((B)(4)) was received on 07-dec-2016. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced pain. A hysterectomy was performed and essure was removed. Pain, interpreted as pelvic pain, is regarded as anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device /perforation (fallopian tube(s) / both devices embedded within myometrium/ intramural component of bilateral fallopian tubes"), embedded device ("both devices embedded within myometrium/ intramural component of bilateral fallopian tubes") and genital haemorrhage ("bleeding") in a 42-year-old female patient who had essure (batch no. A66679, a85600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, menometrorrhagia and menarche. Concurrent conditions included anxiety, menometrorrhagia, uterine bleeding and urine incontinence. Concomitant products included doxepin, ergocalciferol (vitamin d2), gabapentin, iron, mirtazapine (mirtazapin), multivitamins, ondansetron (ondasetron), oxybutynin hydrochloride (oxybutynin chloride) and tramadol. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), dizziness ("dizziness /other injury(ies) or complication(s) please describe: dizziness."), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changs (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changs (event splitted for coding)"), pollakiuria ("frequent urination") and incontinence ("incontinence"). In 2015, the patient experienced headache ("headaches /migraines / headaches (event splitted for coding)"), rosacea ("rashes or skin conditions type: rosacea"), migraine ("migraines / headaches (event splitted for coding)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("blood clots"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), depression ("depression"), constipation ("constipation /gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)"), ovarian cyst ("ovarian cyst"), abdominal pain lower ("cramping / lower abdomen pain"), emotional disorder ("hormonal changes describe: more emotional"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)") and back pain ("back pain"). The patient was treated with surgery (remove essure / lavh with both tubes / cystoscopy), surgery (laparoscopic assisted vaginal hysterectomy with salpingectomy and cystoscopy), surgery (laparoscopic assisted vaginal hysterectomy with salpingectomy and cystoscopy) and surgery (ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the fallopian tube perforation, embedded device, menstrual disorder, urinary incontinence, alopecia, depression, headache, constipation, ovarian cyst, weight increased, abdominal pain lower, emotional disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rosacea, bladder disorder, urinary tract disorder, pollakiuria, incontinence, migraine, dysmenorrhoea, vaginal discharge and back pain outcome was unknown and the genital haemorrhage, fatigue, nausea, dizziness and diarrhoea had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, embedded device, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, rosacea, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it?: yes. 5 coils were visualized to be trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: both fallopian tubes are occluded; in (B)(6) 2013: failure to occlude (close) fallopian tubes; in (B)(6) 2013: failure to occlude (close) fallopian tubes; in (B)(6) 2014: failure to occlude (close) fallopian tubes approximate weight at the time of essure placement 140 lbs (B)(6) 2014: hysterosalpingogram: nonocclusive left enure micro-insert with inner coil trailing into the uterine cavity (B)(6) 2016, specimen: uterus with tubes. Right tube intact, left tube fragmented. Diagnosis:metallic coiled contraceptive devices (x2) present within bilateral uterine cornua: both devices embedded within myometrium/ intramural component of bilateral fallopian tubes. Rimmed by fibrosis with microcalciflcation and minimal chronic inflammation (0.2 cm) . Negative for transmural perforation and for abscess formation.. Benign proliferative endometrium.benign adenomyosis , prominent.. Benign bilateral fallopian tubes: negative for significant inflammation and perforation. Benign endocervix with squamous metaplasia. Benign ectocervix, negative for dysplasia gross description: the uterus is opened. Contraceptive device are noted at the uterinecornu bilaterally-both coursing anatomically towards the intramural portions of the fallopian tubes. On the left side, the contraceptive device presents as a narrow gray object measuring 0.5 cm in length x less than 0.1 an in diameter. A similar object is noted on the right however, this object measure 1. 7 cm and is surrounded by a spiraling portion of dark gray material. Attempts to unthread these devices from the myometrium/ intramural component of the tubes are attempted. These attempts are unsuccessful as both devices are embedded within the 50ft tissue thus the process of removal. Requires the use of force/ pulling. After removing the devise, both are somewhat frayed. The device removed from the right side measures 11.5 cm in length while the device on the left side measures approximately 13.5 cm in length. The right fallopian tube is amputated prior to removing the device (confirming that the device is not present within the fallopian tube beyond the portion of the tube, which is within and immediately adjacent to the uterus). The endometrium is pink- red to red, smooth to slightly irregular and average 0.1 cm. The myometrium measures up to 2.8 cm. Areas of adenomyosis are noted. The ectocervix measures 3.6 cm. The os is central and measures 0.9 cm. The ectocervical mucosal surface is smooth dull and tan-qray. The tubes average approximately 5.5 x 0.5 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: confirming: menorrhagia,pelvic pain. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tube perforation, devices embedded most recent follow-up information incorporated above includes: on 5-jun-2018: medical records received: reporters details added. Event added as both devices embedded within myometrium/ intramural component of bilateral fallopian tubes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device /perforation (fallopian tube(s)") and genital haemorrhage ("bleeding") in a 42-year-old female patient who had essure (batch no. A66678, a85500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety. Concomitant products included doxepin, ergocalciferol (vitamin d2), gabapentin, iron, mirtazapine (mirtazapin), multivitamins, ondansetron (ondasetron), oxybutynin hydrochloride (oxybutynin chloride) and tramadol. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), dizziness ("dizziness /other injury(ies) or complication(s) please describe: dizziness."), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changs (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changs (event splitted for coding)"), pollakiuria ("frequent urination") and incontinence ("incontinence"). In 2015, the patient experienced headache ("headaches /migraines / headaches (event splitted for coding)"), rosacea ("rashes or skin conditions type: rosacea"), migraine ("migraines / headaches (event splitted for coding)") and vaginal discharge ("vaginal discharge"). In september 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("blood clots"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), depression ("depression"), constipation ("constipation /gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)"), ovarian cyst ("ovarian cyst"), abdominal pain lower ("cramping / lower abdomen pain"), emotional disorder ("hormonal changes describe: more emotional"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)"), back pain ("back pain") and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove essure), surgery (hysterectomy (full) on 16/09/2016 with bilateral salpingectomy) and surgery (ablation on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menstrual disorder, urinary incontinence, alopecia, depression, headache, constipation, ovarian cyst, weight increased, abdominal pain lower, emotional disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rosacea, bladder disorder, urinary tract disorder, pollakiuria, incontinence, migraine, fallopian tube perforation, dysmenorrhoea, vaginal discharge and back pain outcome was unknown and the fatigue, nausea, dizziness, diarrhoea and genital haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, rosacea, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in august 2013: failure to occlude (close) fallopian tubes; in november 2013: failure to occlude (close) fallopian tubes; in february 2014: failure to occlude (close) fallopian tubes approximate weight at the time of essure placement 140 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Patient details, concomitant disease, concomitant drugs, lab data and unstructured relevant tests were added. Hormonal changes describe: more emotional, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), rashes or skin conditions type: rosacea, bladder or urinary problems or changs, frequent urination, incontinence, migraines / headaches, migration of essure device/perforation (fallopian tube(s), dysmenorrhea (cramping), vaginal discharge, gastrointestinal or digestive system condition type: diarrhea, constipation, back pain and bleeding were added as events. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device /perforation (fallopian tube(s)") and genital haemorrhage ("bleeding") in a 42-year-old female patient who had essure (batch no. A66679, a85600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 and menometrorrhagia. Concurrent conditions included anxiety and menometrorrhagia. Concomitant products included doxepin, ergocalciferol (vitamin d2), gabapentin, iron, mirtazapine (mirtazapin), multivitamins, ondansetron (ondasetron), oxybutynin hydrochloride (oxybutynin chloride) and tramadol. On (B)(4)2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), dizziness ("dizziness /other injury(ies) or complication(s) please describe: dizziness."), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On(B)(4)2013, the patient experienced bladder disorder ("bladder or urinary problems or changs (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changs (event splitted for coding)"), pollakiuria ("frequent urination") and incontinence ("incontinence"). In 2015, the patient experienced headache ("headaches /migraines / headaches (event splitted for coding)"), rosacea ("rashes or skin conditions type: rosacea"), migraine ("migraines / headaches (event splitted for coding)") and vaginal discharge ("vaginal discharge"). In september 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(4)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("blood clots"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), depression ("depression"), constipation ("constipation /gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)"), ovarian cyst ("ovarian cyst"), abdominal pain lower ("cramping / lower abdomen pain"), emotional disorder ("hormonal changes describe: more emotional"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)"), back pain ("back pain") and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove essure / lavh with both tubes / cystoscopy), surgery (hysterectomy (full) on 16/09/2016 with bilateral salpingectomy) and surgery (ablation on (B)(4)2016). Essure was removed on(B)(4)2016. At the time of the report, the pelvic pain was resolving, the menstrual disorder, urinary incontinence, alopecia, depression, headache, constipation, ovarian cyst, weight increased, abdominal pain lower, emotional disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rosacea, bladder disorder, urinary tract disorder, pollakiuria, incontinence, migraine, fallopian tube perforation, dysmenorrhoea, vaginal discharge and back pain outcome was unknown and the fatigue, nausea, dizziness, diarrhoea and genital haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, rosacea, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(4)2014: both fallopian tubes are occluded; in august 2013: failure to occlude (close) fallopian tubes; in november 2013: failure to occlude (close) fallopian tubes; in february 2014: failure to occlude (close) fallopian tubes approximate weight at the time of essure placement 140 lbs (B)(4)2014- hysterosalpingogram: nonocclusive left enure micro-insert with inner coil trailing into the uterine cavity concerning the injuries in the case, the following ones were described in patient's medical records: confirming - menorrhagia,pelvic pain. Most recent follow-up information incorporated above includes: on (B)(4)2018: medical records received: new reporter was added, product lot number updated, historical condition and concomitant condition added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device /perforation (fallopian tube(s) / both devices embedded within myometrium/ intramural component of bilateral fallopian tubes") and genital haemorrhage ("bleeding") in a 42-year-old female patient who had essure (batch no. A66679, a85600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, menometrorrhagia and menarche. Concurrent conditions included anxiety, menometrorrhagia, uterine bleeding and urine incontinence. Concomitant products included doxepin, ergocalciferol (vitamin d2), gabapentin, iron, mirtazapine (mirtazapin), multivitamins, ondansetron (ondasetron), oxybutynin hydrochloride (oxybutynin chloride) and tramadol. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), dizziness ("dizziness /other injury(ies) or complication(s) please describe: dizziness."), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changs (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changs (event splitted for coding)"), pollakiuria ("frequent urination") and incontinence ("incontinence"). In 2015, the patient experienced headache ("headaches /migraines / headaches (event splitted for coding)"), rosacea ("rashes or skin conditions type: rosacea"), migraine ("migraines / headaches (event splitted for coding)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("blood clots"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), depression ("depression"), constipation ("constipation /gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)"), ovarian cyst ("ovarian cyst"), abdominal pain lower ("cramping / lower abdomen pain"), emotional disorder ("hormonal changes describe: more emotional"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)") and back pain ("back pain"). The patient was treated with surgery (remove essure / lavh with both tubes / cystoscopy), surgery (laparoscopic assisted vaginal hysterectomy with salpingectomy and cystoscopy) and surgery (ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the fallopian tube perforation, menstrual disorder, urinary incontinence, alopecia, depression, headache, constipation, ovarian cyst, weight increased, abdominal pain lower, emotional disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rosacea, bladder disorder, urinary tract disorder, pollakiuria, incontinence, migraine, dysmenorrhoea, vaginal discharge and back pain outcome was unknown and the genital haemorrhage, fatigue, nausea, dizziness and diarrhoea had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, rosacea, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes 5 coils were visualized to be trailing into the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: both fallopian tubes are occluded; in (B)(6) 2013: failure to occlude (close) fallopian tubes; in (B)(6) 2013: failure to occlude (close) fallopian tubes; in (B)(6) 2014: failure to occlude (close) fallopian tubes approximate weight at the time of essure placement 140 lbs (B)(6) 2014- hysterosalpingogram: nonocclusive left enure micro-insert with inner coil trailing into the uterine cavity (B)(6) 2016, specimen: uterus with tubes. Right tube intact, left tube fragmented. Diagnosis:metallic coiled contraceptive devices (x2) present within bilateral uterine cornua: both devices embedded within myometrium/ intramural component of bilateral fallopian tubes. Rimmed by fibrosis with microcalciflcation and minimal chronic inflammation (0.2 cm) . Negative for transmural perforation and for abscess formation.. Benign proliferative endometrium.benign adenomyosis , prominent.. Benign bilateral fallopian tubes: negative for significant inflammation and perforation. Benign endocervix with squamous metaplasia. Benign ectocervix, negative for dysplasia gross description: the uterus is opened. Contraceptive device are noted at the uterinecornu bilaterally-both coursing anatomically towards the intramural portions of the fallopian tubes. On the left side, the contraceptive device presents as a narrow gray object measuring 0.5 cm in length x less than 0.1 an in diameter. A similar object is noted on the right however, this object measure 1. 7 cm and is surrounded by a spiraling portion of dark gray material. Attempts to unthread these devices from the myometrium/ intramural component of the tubes are attempted. These attempts are unsuccessful as both devices are embedded within the 50ft tissue thus the process of removal. Requires the use of force/ pulling. After removing the devise, both are somewhat frayed. The device removed from the right side measures 11.5 cm in length while the device on the left side measures approximately 13.5 cm in length. The right fallopian tube is amputated prior to removing the device (confirming that the device is not present within the fallopian tube beyond the portion of the tube, which is within and immediately adjacent to the uterus). The endometrium is pink- red to red, smooth to slightly irregular and average 0.1 cm. The myometrium measures up to 2.8 cm. Areas of adenomyosis are noted. The ectocervix measures 3.6 cm. The os is central and measures 0.9 cm. The ectocervical mucosal surface is smooth dull and tan-qray. The tubes average approximately 5.5 x 0.5 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: confirming - menorrhagia,pelvic pain. Concerning injuries reported in this case the following one/ones were described in patient medical records uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018 : medical records received: reporters details added. Event added as both devices embedded within myometrium/ intramural component of bilateral fallopian tubes. Historical, concomitant condition and relevant lab data were added. On (B)(6) 2018 : fu4 and fu5 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a female plaintiff of unspecified age in united states on 17-nov-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. As a result of her implantation with essure she suffered injuries, including: hysterectomy, pain, urinary incontinence, hair loss, fatigue, depression, blood clots, nausea, dizziness, headaches, constipation, ovarian cyst, weight gain and cramping. On (B)(6) 2016 she had surgery to remove essure. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced pain. A hysterectomy was performed and essure was removed. Pain, interpreted as pelvic pain, is regarded as anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device /perforation (fallopian tube(s) / both devices embedded within myometrium/ intramural component of bilateral fallopian tubes"), embedded device ("both devices embedded within myometrium/ intramural component of bilateral fallopian tubes") and genital haemorrhage ("bleeding") in a 42-year-old female patient who had essure (batch no. A66678, a85500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, menometrorrhagia and menarche. Concurrent conditions included anxiety, menometrorrhagia, uterine bleeding, urine incontinence, endometrial biopsy and urinary incontinence. Concomitant products included doxepin, ergocalciferol (vitamin d2), gabapentin, iron, mirtazapine (mirtazapin), multivitamins, ondansetron (ondasetron), oxybutynin hydrochloride (oxybutynin chloride) and tramadol. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), dizziness ("dizziness /other injury(ies) or complication(s) please describe: dizziness."), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changs (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changs (event splitted for coding)"), pollakiuria ("frequent urination") and incontinence ("incontinence"). In 2015, the patient experienced headache ("headaches /migraines / headaches (event splitted for coding)"), rosacea ("rashes or skin conditions type: rosacea"), migraine ("migraines / headaches (event splitted for coding)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("blood clots"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), depression ("depression"), constipation ("constipation /gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)"), ovarian cyst ("ovarian cyst"), abdominal pain lower ("cramping / lower abdomen pain"), emotional disorder ("hormonal changes describe: more emotional"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)") and back pain ("back pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with salpingectomy and cystoscopy) and surgery (ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the fallopian tube perforation, embedded device, menstrual disorder, urinary incontinence, alopecia, depression, headache, constipation, ovarian cyst, weight increased, abdominal pain lower, emotional disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rosacea, bladder disorder, urinary tract disorder, pollakiuria, incontinence, migraine, dysmenorrhoea, vaginal discharge and back pain outcome was unknown and the genital haemorrhage, fatigue, nausea, dizziness and diarrhoea had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, embedded device, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, rosacea, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes 5 coils were visualized to be trailing into the uterine cavity . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: both fallopian tubes are occluded; in (B)(6) 2013: failure to occlude (close) fallopian tubes; in (B)(6) 2013: failure to occlude (close) fallopian tubes; in (B)(6) 2014: failure to occlude (close) fallopian tubes approximate weight at the time of essure placement 140 lbs (B)(6) 2014- hysterosalpingogram: nonocclusive left enure micro-insert with inner coil trailing into the uterine cavity (B)(6) 2016, specimen: uterus with tubes. Right tube intact, left tube fragmented. Diagnosis:metallic coiled contraceptive devices (x2) present within bilateral uterine cornua: both devices embedded within myometrium/ intramural component of bilateral fallopian tubes. Rimmed by fibrosis with microcalciflcation and minimal chronic inflammation (0.2 cm) . Negative for transmural perforation and for abscess formation.. Benign proliferative endometrium.benign adenomyosis , prominent.. Benign bilateral fallopian tubes: negative for significant inflammation and perforation. Benign endocervix with squamous metaplasia. Benign ectocervix, negative for dysplasia gross description: the uterus is opened. Contraceptive device are noted at the uterinecornu bilaterally-both coursing anatomically towards the intramural portions of the fallopian tubes. On the left side, the contraceptive device presents as a narrow gray object measuring 0.5 cm in length x less than 0.1 an in diameter. A similar object is noted on the right however, this object measure 1. 7 cm and is surrounded by a spiraling portion of dark gray material. Attempts to unthread these devices from the myometrium/ intramural component of the tubes are attempted. These attempts are unsuccessful as both devices are embedded within the 50ft tissue thus the process of removal. Requires the use of force/ pulling. After removing the devise, both are somewhat frayed. The device removed from the right side measures 11.5 cm in length while the device on the left side measures approximately 13.5 cm in length. The right fallopian tube is amputated prior to removing the device (confirming that the device is not present within the fallopian tube beyond the portion of the tube, which is within and immediately adjacent to the uterus). The endometrium is pink- red to red, smooth to slightly irregular and average 0.1 cm. The myometrium measures up to 2.8 cm. Areas of adenomyosis are noted. The ectocervix measures 3.6 cm. The os is central and measures 0.9 cm. The ectocervical mucosal surface is smooth dull and tan-qray. The tubes average approximately 5.5 x 0.5 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: confirming - menorrhagia,pelvic pain. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tube perforation, devices embedded, abnormal bleeding, cramping, back pain, dysmenorrhea, abdominal pain, fatigue, dizziness, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2018: plaintiff fact sheet received. Lot no. Was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device /perforation (fallopian tube(s) / both devices embedded within myometrium/ intramural component of bilateral fallopian tubes"), embedded device ("both devices embedded within myometrium/ intramural component of bilateral fallopian tubes") and genital haemorrhage ("bleeding") in a 42-year-old female patient who had essure (batch no. A66678, a85500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, menometrorrhagia and menarche. Concurrent conditions included anxiety, menometrorrhagia, uterine bleeding, urine incontinence, endometrial biopsy and urinary incontinence. Concomitant products included doxepin, ergocalciferol (vitamin d2), gabapentin, iron, mirtazapine (mirtazapin), multivitamins, ondansetron (ondasetron), oxybutynin hydrochloride (oxybutynin chloride) and tramadol. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), dizziness ("dizziness /other injury(ies) or complication(s) please describe: dizziness."), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2013, the patient experienced bladder disorder ("bladder or urinary problems or changs (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changs (event splitted for coding)"), pollakiuria ("frequent urination") and incontinence ("incontinence"). In 2015, the patient experienced headache ("headaches /migraines / headaches (event splitted for coding)"), rosacea ("rashes or skin conditions type: rosacea"), migraine ("migraines / headaches (event splitted for coding)") and vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("blood clots"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), depression ("depression"), constipation ("constipation /gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)"), ovarian cyst ("ovarian cyst"), abdominal pain lower ("cramping / lower abdomen pain"), emotional disorder ("hormonal changes describe: more emotional"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)") and back pain ("back pain"). The patient was treated with surgery (remove essure / lavh with both tubes / cystoscopy), surgery (laparoscopic assisted vaginal hysterectomy with salpingectomy and cystoscopy), surgery (laparoscopic assisted vaginal hysterectomy with salpingectomy and cystoscopy) and surgery (ablation on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving, the fallopian tube perforation, embedded device, menstrual disorder, urinary incontinence, alopecia, depression, headache, constipation, ovarian cyst, weight increased, abdominal pain lower, emotional disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rosacea, bladder disorder, urinary tract disorder, pollakiuria, incontinence, migraine, dysmenorrhoea, vaginal discharge and back pain outcome was unknown and the genital haemorrhage, fatigue, nausea, dizziness and diarrhoea had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, embedded device, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, rosacea, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes. 5 coils were visualized to be trailing into the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6)2014: both fallopian tubes are occluded; in august 2013: failure to occlude (close) fallopian tubes; in (B)(6)2013: failure to occlude (close) fallopian tubes; in (B)(6)2014: failure to occlude (close) fallopian tubes approximate weight at the time of essure placement 140 lbs (B)(6)2014- hysterosalpingogram: nonocclusive left enure micro-insert with inner coil trailing into the uterine cavity (B)(6)2016, specimen: uterus with tubes. Right tube intact, left tube fragmented. Diagnosis:metallic coiled contraceptive devices (x2) present within bilateral uterine cornua: both devices embedded within myometrium/ intramural component of bilateral fallopian tubes. Rimmed by fibrosis with microcalcification and minimal chronic inflammation (0.2 cm) . Negative for transmural perforation and for abscess formation.. Benign proliferative endometrium. Benign adenomyosis , prominent.. Benign bilateral fallopian tubes: negative for significant inflammation and perforation. Benign endocervix with squamous metaplasia. Benign ectocervix, negative for dysplasia gross description: the uterus is opened. Contraceptive device are noted at the uterinecornu bilaterally-both coursing anatomically towards the intramural portions of the fallopian tubes. On the left side, the contraceptive device presents as a narrow gray object measuring 0.5 cm in length x less than 0.1 an in diameter. A similar object is noted on the right however, this object measure 1. 7 cm and is surrounded by a spiraling portion of dark gray material. Attempts to unthread these devices from the myometrium/ intramural component of the tubes are attempted. These attempts are unsuccessful as both devices are embedded within the 50ft tissue thus the process of removal. Requires the use of force/ pulling. After removing the devise, both are somewhat frayed. The device removed from the right side measures 11.5 cm in length while the device on the left side measures approximately 13.5 cm in length. The right fallopian tube is amputated prior to removing the device (confirming that the device is not present within the fallopian tube beyond the portion of the tube, which is within and immediately adjacent to the uterus). The endometrium is pink- red to red, smooth to slightly irregular and average 0.1 cm. The myometrium measures up to 2.8 cm. Areas of adenomyosis are noted. The ectocervix measures 3.6 cm. The os is central and measures 0.9 cm. The ectocervical mucosal surface is smooth dull and tan-qray. The tubes average approximately 5.5 x 0.5 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: confirming - menorrhagia,pelvic pain. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tube perforation, devices embedded, abnormal bleeding, cramping, back pain, dysmenorrhea, abdominal pain, fatigue, dizziness, weight gain. Lot number: a85500, manufacturing date: 2013/01, expiration date: 2016/01. Lot number: a66678, manufacturing date: 2012/10, expiration date: 2015/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device /perforation (fallopian tube(s) / both devices embedded within myometrium/ intramural component of bilateral fallopian tubes"), embedded device ("both devices embedded within myometrium/ intramural component of bilateral fallopian tubes") and genital haemorrhage ("bleeding") in a 42-year-old female patient who had essure (batch no. A66679, a85600-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, menometrorrhagia and menarche. Concurrent conditions included anxiety, menometrorrhagia, uterine bleeding and urine incontinence. Concomitant products included doxepin, ergocalciferol (vitamin d2), gabapentin, iron, mirtazapine (mirtazapin), multivitamins, ondansetron (ondasetron), oxybutynin hydrochloride (oxybutynin chloride) and tramadol. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), dizziness ("dizziness /other injury(ies) or complication(s) please describe: dizziness."), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changs (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changs (event splitted for coding)"), pollakiuria ("frequent urination") and incontinence ("incontinence"). In 2015, the patient experienced headache ("headaches /migraines / headaches (event splitted for coding)"), rosacea ("rashes or skin conditions type: rosacea"), migraine ("migraines / headaches (event splitted for coding)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("blood clots"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), depression ("depression"), constipation ("constipation /gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)"), ovarian cyst ("ovarian cyst"), abdominal pain lower ("cramping / lower abdomen pain"), emotional disorder ("hormonal changes describe: more emotional"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea, constipation (event splitted for coding)") and back pain ("back pain"). The patient was treated with surgery (remove essure / lavh with both tubes / cystoscopy), surgery (laparoscopic assisted vaginal hysterectomy with salpingectomy and cystoscopy), surgery (laparoscopic assisted vaginal hysterectomy with salpingectomy and cystoscopy) and surgery (ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the fallopian tube perforation, embedded device, menstrual disorder, urinary incontinence, alopecia, depression, headache, constipation, ovarian cyst, weight increased, abdominal pain lower, emotional disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rosacea, bladder disorder, urinary tract disorder, pollakiuria, incontinence, migraine, dysmenorrhoea, vaginal discharge and back pain outcome was unknown and the genital haemorrhage, fatigue, nausea, dizziness and diarrhoea had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, embedded device, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, rosacea, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it? Yes. 5 coils were visualized to be trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: both fallopian tubes are occluded; in (B)(6) 2013: failure to occlude (close) fallopian tubes; in (B)(6) 2013: failure to occlude (close) fallopian tubes; in (B)(6) 2014: failure to occlude (close) fallopian tubes approximate weight at the time of essure placement 140 lbs (B)(6) 2014- hysterosalpingogram: nonocclusive left enure micro-insert with inner coil trailing into the uterine cavity (B)(6) 2016, specimen: uterus with tubes. Right tube intact, left tube fragmented. Diagnosis:metallic coiled contraceptive devices (x2) present within bilateral uterine cornua: both devices embedded within myometrium/ intramural component of bilateral fallopian tubes. Rimmed by fibrosis with microcalciflcation and minimal chronic inflammation (0.2 cm) . Negative for transmural perforation and for abscess formation.. Benign proliferative endometrium.benign adenomyosis , prominent.. Benign bilateral fallopian tubes: negative for significant inflammation and perforation. Benign endocervix with squamous metaplasia. Benign ectocervix, negative for dysplasia gross description: the uterus is opened. Contraceptive device are noted at the uterinecornu bilaterally-both coursing anatomically towards the intramural portions of the fallopian tubes. On the left side, the contraceptive device presents as a narrow gray object measuring 0.5 cm in length x less than 0.1 an in diameter. A similar object is noted on the right however, this object measure 1. 7 cm and is surrounded by a spiraling portion of dark gray material. Attempts to unthread these devices from the myometrium/ intramural component of the tubes are attempted. These attempts are unsuccessful as both devices are embedded within the 50ft tissue thus the process of removal. Requires the use of force/ pulling. After removing the devise, both are somewhat frayed. The device removed from the right side measures 11.5 cm in length while the device on the left side measures approximately 13.5 cm in length. The right fallopian tube is amputated prior to removing the device (confirming that the device is not present within the fallopian tube beyond the portion of the tube, which is within and immediately adjacent to the uterus). The endometrium is pink- red to red, smooth to slightly irregular and average 0.1 cm. The myometrium measures up to 2.8 cm. Areas of adenomyosis are noted. The ectocervix measures 3.6 cm. The os is central and measures 0.9 cm. The ectocervical mucosal surface is smooth dull and tan-qray. The tubes average approximately 5.5 x 0.5 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: confirming - menorrhagia,pelvic pain. Concerning injuries reported in this case the following one/ones were described in patient medical records fallopian tube perforation, devices embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.